Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing high blood glucose levels of 235 mg/dl. The customer stated that his last set change was earlier that day. Programming was correct and troubleshooting was done. The insulin pump passed the fixed prime but failed the high pressure test. Nothing further was reported.